Event description:
It was reported that the keypad buttons were unresponsive. There is no additional information available at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The keypad buttons were found to be responding normally. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the display screen was found to be cracked and blank. This issue is obvious and detectable to the user and should alert the user to discontinue use of the device. The owner's manual instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).